Manufacturer narrative:
Results: the luer rotator was separated from the hemostasis valve adapter (hva). The luer rotator was snapped back into place, but fell off the hva again when screwed back into the hub of the neuron max. The neuron max was kinked approximately 24.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the luer rotator was separated from the neuron max hva. The root cause of this failure could not be determined. Neuron max devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that the valve on the 3-way stopcock of the neuron max 6f 088 long sheath (neuron max) was loose. The loose valve was found prior to use and therefore, the neuron max was not used for the procedure. The procedure was completed using a new neuron max.